Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the pump powered up to a blank display screen. The vibratory/audible sound was found to be appropriately functioning. A new test screen was inserted and the display screen was found to be functioning. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.